Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen was white with lines up and down it. Blood glucose level at the time of the incident was not provided. Troubleshooting did not resolve the issue. The insulin pump was not replaced or returned for anlaysis.

Manufacturer narrative:
The insulin pump received with partial white display with some black vertical and horizontal line segments due to cracked lcd glass. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to lcd physical damage. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and damaged keypad overlay texture.